Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation cannot be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported material separation cause cannot be determined. The subsequent treatment appears to be related to circumstances of the procedure. It is possible an interaction with patient anatomy, or the suture snagged creating a suture break. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: g2 - report source: distributor/importer added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, during device removal of the prostyle device, a suture break occurred. An attempt was made with another prostyle device; however, during device removal it was noted that suture came out without the knot being formed. The sutures of two new prostyle devices were successfully pre-placed. The tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
B5 - describe event or problem: updated. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
Subsequent to the previously filed medwatch report, additional information was provided. During removal of the second prostyle device, it was noted that the suture did not capture the vessel wall. No additional information was provided.